Manufacturer narrative:
D10: (B)(6) - 02-012-51-4013 - logic tib insert impl crc, sz 4, 13mm, (B)(6) - 200-02-32 - three peg patella 32mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00592. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 108 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, cyst and ossification. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of both patient-related conditions and an insufficient bond between the tibial tray and the bone, which led to aseptic (non-infected) tibial loosening. However, this cannot be confirmed as the explanted devices were not returned for evaluation, and radiographs and photographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.